Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient information was requested but not provided.

Event description:
It was reported that there was an over infusion event involving IV pump device.